Event description:
It was reported that an unspecified malfunction/issue occurred. The date of the event is an approximation. According to a report received from the patient¿s endocrinologist, on (B)(6) 2025, the patient experienced an unspecified sensor failure, followed by a hyperglycemic event. On the same day, the patient began vomiting, and fingerstick blood glucose readings exceeded 600 mg/dl, reaching the upper limit of the bg meter. The patient self-administered 10 units of insulin but observed no improvement and subsequently went to the hospital. The patient was believed to be experiencing diabetic ketoacidosis (dka). At the hospital, the patient received intravenous insulin and fluids, along with pain medication, acid-reducing medication, and oxygen therapy. The patient was discharged after two days. No further medical evaluation or intervention was documented. At the time of this report, the patient was reported to be stable. Data has been received but is pending evaluation. A follow-up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. D4 model no - correction. D4 serial no - correction. D4 lot no - correction. D4 expiration date - additional information. Primary UDI number - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H4 device mfg date - correction. H6 codes: type of investigation - additional information. H6 codes: investigation findings - additional information. H6 codes: investigation conclusion - additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, additional information was received on 07/23/2025. Data was further reviewed for the wearable that was reported to have been involved in the complaint event. The data indicates that transmitter ID (B)(6) was deployed on (B)(6) 2025 and failed immediately with an algorithm detected failure. No data was found on the reported date of the event (06/28/2025). On the prior day leading up to the event date, the estimated glucose value (egvs) were within target range for the entire day. The user experienced a signal loss lasting 5 hours, however, backfill data during that time period indicates the user was within target range and upon signal reconnection, received the appropriate alerts. The sensor session expired at 2:29 pm. The subsequent sensor session did not start until (B)(6) 2025 at 5:53 pm. The probable cause could not be determined. No additional patient or event information is available.